Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was prescribed medication due to rash over the pocket incision site. The symptoms are itching and redness. The nurse practitioner believes the rash is device related.